Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, stenosis, perforation, tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Aware date: 20-july-2021. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 15 years 5 months post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilt, stenosis and filter bent. The patient also reports physical pain. The following additional information was received per the patientâ¿¿s implant records: the filter was implanted due to intestinal obstruction and previous history of bleeding. The patient was admitted with intestinal obstruction. The patient recently had tah/bso. Following that, she developed a collection of blood in the pelvis. On recent workup, the ovarian vein thrombosis was noted. Because the patient is undergoing surgical intervention for intestinal obstruction and previous history of bleeding, the decision was made to place the ivc filter. Since the ovarian vein is draining into the renal vein, the decision was made to place the filter in the suprarenal location. Under general anesthesia, the patient was placed in the supine position. After doctor completed the intestinal surgery, both groins were prepared and draped in the usual manner. With micropuncture needle, the right femoral vein was entered, and 0.018 guidewire was advanced into the vena cava. The needle was exchanged for a 4-french sheath, and through the 4-french sheath the 0.035 guidewire was advanced into the vena cava. The 4-french sheath was exchanged for a 6-french sheath, which came with the optease vena cava filter kit. The sheath was advanced up to the l1 and by hand injection the venacavogram was performed. The venacavogram was inadequate at this point. The decision was made to remove the dilator and 5-french pigtail catheter was used. Venacavogram was repeated to visualize the origin of the renal veins. Once the origin of the renal veins was visualized, the bony landmarks were noted. The pigtail catheter was removed over the guidewire, and the dilator was introduced. The decision was made to place 3/4 of the umbrella above the renal vein with cone jetting at the region of the renal vein. The proper landmarks were noted, and the sheath was advanced. The umbrella carrying case was connected to the sheath and with obturator the umbrella was advanced in the sheath and up to the tip of the sheath. Again, after checking the position, the obturator was stabilized, and sheath was withdrawn to deploy the umbrella. The umbrella was successfully deployed, and repeat venacavogram suggested the 3/4 of the umbrella was above the renal vein. The sheath and obturators were removed. Compression was applied for 15 minutes with good hemostasis. The patient was transferred to the recovery room in satisfactory condition and estimated blood loss was negligible.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1 and h6. As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused stenosis, perforation, and tilt. The patient reported becoming aware of the events in addition to filter bent, approximately fifteen years and five months post implant. The patient also reported physical pain. According to the implant record the indication for the filter implant was intestinal obstruction, requiring surgery and a previous history of bleeding. The patient underwent a recent total abdominal hysterectomy and bilateral salpingo-oopherectomy and developed a collection of blood in the pelvis afterwards. On recent workup ovarian vein thrombosis was noted. Since the ovarian vein is draining into the renal vein, the decision was made to place the filter in the suprarenal location. Under general anesthesia, the patient was placed in the supine position. After the doctor completed the intestinal surgery, both groins were prepared and draped in the usual manner. The right femoral vein was accessed with a 6f sheath, a pigtail catheter was inserted and a venacavogram was performed to visualize the origin of the renal veins. Once the origin of the renal veins was visualized, the bony landmarks were noted. The decision was made to place 3/4 of the umbrella above the renal vein with cone jetting at the region of the renal vein. The proper landmarks were noted, and the sheath was advanced, and the umbrella was successfully deployed. A repeat venacavogram suggested the 3/4 of the umbrella was above the renal vein. The sheath and obturators were removed. Compression was applied for 15 minutes with good hemostasis. The patient was transferred to the recovery room in satisfactory condition and estimated blood loss was negligible. The product was not returned for analysis. The device history record review could not be completed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Filter bent was reported. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report events could not be confirmed or further clarified. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.